Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that they have not used their device in 2-3 years because it never worked for them. Patient reported that they have an MRI coming up. Agent offered to walk patient through MRI mode but patient stated that they do not have their equipment with them. Patient requested a mdt representative to assist them with charging their implant and putting it into MRI mode. When asked for an event date; patient noted that the device never worked for them. The issue was not resolved. Agent sent an email to the field requesting assistance. Pt called back stating they were expecting a rep to call them about putting implant into MRI mode. Pt stated they need a MRI of pancreas "to get off insulin". Pt stated they are currently in a different state and do not have their external equipment. Agent reviewed MRI eligibility form. During the call, pt mentioned more information about the implant never working for them: pt stated the doctor put "the wrong one in", stimulation was supposed to be in their back but only felt stim in their legs, and after several reprogramming's, never provided the pt relief. Agent made out bound call and left voicemail to the pt recommending to provide nas # to hcp for medtronic rep assistance. Pt called back and stated that the rep told pt to call in and request to have their equipment replaced as lost / stolen. Pt stated that all of their equipment is likely at their home but they do not have a way of accessing that equipment. Pt stated they need an MRI. Pt repeated that they has not used the ins in over 2 years. Pss is sending a request to repair for the ac power cord - rtm cord and a belt. Pss is connecting pt to sunmed for the controller replacement. Patient called back stating they got the new belt and replacement recharger cord but does not have the controller. Agent reviewed information with the patient. Agent warm transferred patient to sunmed for further assistance.

Manufacturer narrative:
B3: event date is date valid.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient stated they were supposed to have stimulation in back not legs. The rep was not in the operation room and did not update the ipad so they were getting wrong stimulation. Patient stated the hcp did not do anything; various reps have tried but no help to resolve issue. No actions taken at this time. Patient needs help turning on and MRI mode.